Event description:
Approx two mos ago, pt was not feeling well and relative tried to test their blood glucose and was unable to obtain a reading, since the meter powered off before giving the blood glucose reading. Relative tried to retest and issue still persisted. Batteries had been replaced less than a year ago. Since the pt was not feeling well, relative took pt to the hosp where their blood glucose was 29m/dl. Pt was treated with IV glucose and released. Relative does not recall what pt's blood glucose was before leaving the hosp. Relative had been taking pt to the dr's office to test pt's blood glucose and recently started to borrow a friend's meter to test on a regular basis. Relative just noticed the 1800 number the other day and then contacted lfs. Relative mentioned that at the time pt only tested blood gluose only when pt was not feeling well and was not testing on a regular basis. Per md pt has to test daily at least twice a day. Customer svc had the relative check to make sure that the batteries were correctly installed and had them retest and meter powered off before the time was up. Customer svc was unable to resolve the issue and is sending a new meter. Based upon the info provided, this case is being reported as a malfunction, since issue was not resolved. Pt suffered a serious injury; however, there is no evidence that the meter contributed to the injury, since pt only tests blood glucose only when pt does not feel well.